Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in less than 3 years. The device was programmed with low outputs, and paced 100% in the atrium and 75% ventricle.